Manufacturer narrative:
The reported field event of lead connection issue was verified in the lab. Visual inspection identified that the df-1 set screw was completely disengaged from the set screw thread. This prevented the torque driver from engaging the screw. This is consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the set screw of the implantable cardioverter defibrillator came out of the header. The device was removed and replaced in the same procedure. The patient had no adverse consequences.